Manufacturer narrative:
The local factory service representative subsequently examined the device. Proper operation was observed through full performance and functional test.

Event description:
An officer connected the device to the patient through combination electrodes of other manufacturer. Reportedly, the device prompted connect electrodes and an evaluation of the patient ECG could not be performed as a result. Patient outcome was not reported, but the reporter indicated patient outcome was not affected and stated the patient had multiple existing medical conditions.